Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during prime. The customer's blood glucose reading was 248mg/dl, and his glucose level was treated with orange juice. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.